Event description:
It was reported that the patient went to the clinic and was in atrial flutter. It was also reported that the lead had many atrial tachycardia and atrial fibrillation episodes recorded, undersensing, and non-capture was suspected. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.